Event description:
Pt ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2009, the pt was injected with 1.5 ml coaptite, lot 1010447. On (B)(6) 2009, the pt was injected with 2.0 ml coaptite, lot 1012201. On (B)(6) 2011, the pt reported a urinary tract infection and complained of stress urinary incontinence. The pt was treated with antibiotics for 2 weeks and recommended physical therapy. The adverse event resolved on (B)(6) 2012. Per physician the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
Add'l expiration date - 01/2012. Implant date - (B)(6) 2009. Device MFR date - 01/2009. The device history records for lots 1010447 and 1012201 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.